Event description:
A customer reported obtaining unexpected negative reactivity on the galileo echo instrument ((B)(4)) for a patient sample.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. No errors were observed during the time of testing. Initial unexpected negative results were generated for all cells. Visually, the cells appeared negative as reported by the instrument. Control reacted as expected. A review of the color check images showed that plasma had not pipette into the test wells. A bubble was observed in the positive control well. For the repeat testing, results visually appeared positive in all three wells as reported by the instrument. Control reacted as expected. A review of the color check images showed that plasma had been pipette into the test wells as expected. The customer was advised to calibrate the probe and perform the probe dispense accuracy test. The customer stated the probe accuracy test was performed and all 4 strips were within acceptable range: 0.16g, 0.31g, 0.39g, and 0.78g. An immucor field service engineer performed the unexpected reaction checklist. No out-of-specification results were obtained. Qc passed. Four patient samples were tested on the groupscreen assay and expected results were obtained. The customer performed echo testing in parallel with the other echo using six samples (5 negative and 1 positive). The expected results were obtained. Instrument is performing according to specifications. No additional unexpected reactivity has been observed.